Event description:
This patient was undergoing coil embolization within the bleeding media subarachnoid. During attempts to reposition one of the last coils, while the coil was 75% in the aneurysm and 25% in the microcatheter (mc), the coil detached inadvertently and intracranial thrombosis was noted. The coil remained in the parent artery. Attempts to treat the thrombus with lysis were unsucessful. A sentry balloon was used to pin the thrombus against the vessel wall. Heparin was administered after the 1st coil. The patient was treated with high dose of heparin (rtpa). The patient was treated with narcotics for several days and CT scan showed media infarction. Reportely, there was one to one relationship between the coil and mc which was verified with flouro prior to repositioning / withdrwal. There was no resistance felt when the coil was repositioned. The coil was withdrawn into the mc. Continuous flush was maintained within the mc.